Manufacturer narrative:
Received one speedband superview super 7 device for analysis. A visual examination of the ligator head found five bands remaining with one band moved out of position. One of the two deployed bands was returned. It was noted that the ligator head teeth were without damage. The suture was broken with portions still attached to both the head and the trip wire loop. The trip wire had been pulled out of the stem and injection septum, with the proximal loop (pulling loop) retracted into the handle post. The trip wire was noted not secured in the slot and there was no evidence present that the trip wire had been secured prior to receipt for analysis. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured, as instructed in the dfu, which impacted the functionality of the handle assembly and the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on may 19, 2015 that a speedband superview super 7 was used in the lower esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band could not be released. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 was used in the lower esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band could not be released. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.